Event description:
It was reported by the customer that a pyxis medstation es system storage space was not being detected on communication bus, resulting in delays in the operating room. The devices required multiple reboots for the storage spaces to be recognized by the system. The customer requested that the manufacturer investigate the issue and come up with a proposal to mitigate any impact as the behavior was occurring across multiple devices. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The customer request for an investigation was addressed by escalating the report to a senior support specialist. The stations were found operational at the time of inspection; a supplemental report will be submitted if the support specialist determines the root cause of the malfunction described by the customer.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-jan-2022 to 24-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer request for an investigation was addressed by escalating the report to a senior support specialist. The stations were found operational at the time of inspection. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system storage space was not being detected on communication bus, resulting in delays in the operating room. The devices required multiple reboots for the storage spaces to be recognized by the system. The customer requested that the manufacturer investigate the issue and come up with a proposal to mitigate any impact as the behavior was occurring across multiple devices. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.